Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ micro bore extension set there was leakage. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the nurse in the department had repeatedly found leakage at the joint or extension tube of the needleless infusion connector during the indwelling needle infusion operation."

Event description:
It was reported when using the bd q-syte¿ micro bore extension set there was leakage. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the nurse in the department had repeatedly found leakage at the joint or extension tube of the needleless infusion connector during the indwelling needle infusion operation."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-13. H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was not confirmed upon testing of the sample. The sample underwent our internal leakage testing, and no signs of leakage were observed. Bd cannot determine a manufacturing root cause since the failure was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.